Manufacturer narrative:
Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the spaceoar placement procedure; after injecting 2 ccs of the hydrogel, it was noted a loss of visualization and hydrogel displacement. The physician decided not to inject the rest of the hydrogel due to concern about hydrogel misplacement. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "gel found in unintended site - nonvascular" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the spaceoar placement procedure; after injecting 2 ccs of the hydrogel, it was noted a loss of visualization and hydrogel displacement. The physician decided not to inject the rest of the hydrogel due to concern about hydrogel misplacement. There were no patient complications.